Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and no anomalies were found. Performance data collected from the device was received and analyzed. No anomalies were found. Concomitant product: 456853 lead, implanted: (B)(6) 2003; 693565 lead, implanted: (B)(6) 2012. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited high pacing impedance. Lead fracture was suspected. The lead¿s detections and alarms were programmed off. Approximately two weeks later, rv lead fracture was confirmed. The physician suspected that clavicular crush was the cause of the fracture. Also reported at this time was inappropriate noise on the rv channel. The rv lead was explanted and replaced. However, during the explant procedure, the left ventricular (lv) lead dislodged and pulled out of the coronary sinus. The physician felt that the lv lead¿s dexterity may have been compromised during the procedure, so the lv lead was also explanted and replaced. No patient complications have been reported as a result of this event.